Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 8 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted with an elevated lactate dehydrogenase (ldh) level concerning for thrombus. The patient¿s prior ldh baseline was 350-400 u/l, but jumped to 550 u/l in october and has since increased to 852 u/l at the time of admission. The patient was started on heparin and ldh was down to 696 u/l. The patient was converted to bivalirudin and did have a reduction in ldh down to 651 u/l, but the ldh level did not continue to downtrend. The patient underwent a pump exchange on (B)(6) 2018. No further information was provided.

Manufacturer narrative:
Evaluation of the returned device confirmed the presence of thrombus. The pump was returned assembled with the driveline severed approximately 13 inches from the pump housing and the distal portion was not returned. The sealed inflow conduit and sealed outflow graft conduit were not returned. The outflow elbow was returned attached to its respective pump port. Upon disassembly, visual inspection of the pump blood-contacting surfaces revealed a thrombus loosely seated on the proximal side of the outlet stator. The tissue lacked laminated layering which indicated that it did not initially form in the outlet stator. Contact marks were observed on the tapered outlet section of the rotor and outlet bearing cup, indicating that it was present while the device was supporting the patient. Although a specific cause for the development of the thrombus and the duration of its presence within the pump could not be conclusively determined, it could have contributed to the report of elevated lactate dehydrogenase levels. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.